Event description:
Boston scientific crm received information that two hours following the implant procedure, the bsc sales representative was notified that the ventricular lead threshold measurements had increased from 1.1v to 2v, and the impedance measurements had decreased from 800 ohms to 500 ohms. It was discovered that the lead had perforated the patient's heart and caused tamponade. The physician drained the fluid, and they are planning to re-position the lead the following morning. The patient appears to be doing fine to this date.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.